Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the patient's fall was that the patient was stepping up onto their deck and had something in both of their hands, couldn't maintain control. The patient had installed a ramp to resolve the issues. The fall and tweaking feeling had resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's and dual movement disorders. It was reported that the patient had a fall and knocked their head on (B)(6) 2018. The patient requested a rep to test the ins. The patient was wondering if they were at the right level of stimulation because they were having a strange 'tweaking' feeling on the left side of their head at the lead site since the fall. The rep had contacted the patient and they said that they were seeing a local neurologist over the weekend to interrogate the device. There were no further complications reported.